Event description:
It was reported that an interlink buretrol solution set was unable to connect properly to an unknown device, and became disconnected. The customer described the unknown device as a ¿3-way stoplock.¿ this occurred during infusion in the operating room. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.